Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2014-03406, 2134265-2014-03476. It was reported that auto pullback failed. The opticross was inserted to the motor drive unit(mdu) after set up. The device failed to perform automatic pullback. They reconnected the sled and the catheter several times but the issue was not resolved. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.